Manufacturer narrative:
Medtronic received the following information from a journal article entitled; robotic assisted aortic banding for type ia endoleak iborra e, herranz-pinilla c, lópez-costea m eur j vasc endovasc surg (2024) 67, 1032 https://doi.org/10.1016/j.ejvs.2024.03.033 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿ robotic assisted aortic banding for type ia endoleak¿ an endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 70mm inflammatory abdominal aortic aneurysm with a short conical neck on an unknown date. Despite the use of ballooning and the implant of endoanchors, a type ia endoleak persisted on completion angiogram and post-operative cta. After discussion with the multi-disciplinary team, it was decided to perform aortic banding using a robotic approach. This was performed successfully and the intervention procedure lasted 100 minutes. The patient had an uneventful post-operative course and was discharged after two days. A post-operative cta did not note a type ia endoleak. At six months, the duplex scan showed no endoleak. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.